Manufacturer narrative:
The pod was returned with the adhesive pad fully attached to the bottom housing. No evidence of the adhesive pad becoming detached or separated from the pod was observed. Inspection of the adhesive pad and the adhesive welds found no damages or deficiencies that would result in the adhesive pad becoming separated from the device. The exposed portion of the soft cannula was found to be kinked and torn. The timing and cause of the damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose levels rose to over 250 mg/dl, while wearing the pod between 24 and 36 hours on the infusion site (abdomen). As treatment, the patient changed out the pod for a new pod.